Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related to manufacturer report number: 2938836-2018-03691. During follow-up, non-sustained right ventricular oversensing was observed due to loss of capture on the left ventricular (lv) lead. Crosstalk was also observed between the lv lead and right ventricular (rv). The issue was resolved by reprogramming the device. The patient was in stable condition and experienced no adverse health consequences.